Event description:
The customer stated they had obtained erratic results for the human chorionic gonadotropin, stat (hcg stat) assay on one patient sample when testing was performed on the elecsys 2010 rack analyzer. The sample was serum. The initial result was >10,000 miu/ml with a data flag. The elecsys reran the sample automatically at a 1:20 dilution with a result of 13.85 miu/ml with a data flag. The 13.85 miu/ml result was reported outside the laboratory. On (B)(6) 2011, the inconsistency between the original and repeat results was noted and the sample was retested on another elecsys analyzer at a 1:20 dilution. A result of 9621 miu/ml was obtained and sent to the physician as a corrected report. The sample was then retested on the original elecsys at a 1:20 dilution with a result of 942.3 miu/ml. The patient was not adversely affected by the event and was discharged from the emergency department. The hcg stat reagent lot number was 16354901 with an expiration date of 06/30/2012. The field service representative found a ribbon cable was rubbing on a metal cover and two of the probe up/down motor wires had worn through. He replaced the ribbon cable as well as a pressure sensor, cable, and a circuit board due to being unable to adjust the pressure sensor voltage to meet specifications. He also replaced a measuring cell and the cooling fan for the card rack that was not working. Performance tests were run before and after making repairs. These tests passed all specifications in both cases. All assays were recalibrated and quality controls were within the customer's ranges. A 10-cup precision was performed with a sample having a high hcg; the results were good.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The cable was returned for investigation. It was determined the event was caused by the disconnected flexible printer cable (fpc) which was not correctly mounted. This led to the cable coming into contact with the front cover, and subsequently pipetting of the samples and tip mixing movement were not performed correctly.